Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. A service history review was performed and revealed no issues that could have caused or contributed to the reported issue. An internal and external inspection was performed and identified an unrelated issue. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. Upon conclusion of the investigation, the cause was determined to be insufficient drain, one or more cycle advances to next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 22:48:37. During night drain cycle four, the patient's ultrafiltration reading was 1431ml, indicating the home patient drained 1431ml more than their maximum programmed fill volume of 2300ml. No further information was available.